Event description:
The customer reported that while the unit was in use on a pt, the unit's inflation slide control acted contrary to its indicators; when moved to the left, the inflation point indicated later not earlier; when the control was moved to the right, the inflation point indictaed earlier not later. The pt was switched to another unit and therapy was continued. No pt injury was reported.